Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old caucasian female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant on both sides and experienced a lot of pain in the right breast and felt as though it is has misplaced/moved. Patients also stated that the right breast looked visibly different than the left. On (B)(6) 2026, mentor became aware that the date of implant was (B)(6) 2007. The patient underwent bilateral replacement surgery on (B)(6) 2026. On (B)(6) 2026, mentor became aware that the right side device was intact, left side device was found ruptured. Replacement devices used on (B)(6) 2026 were catalog number 3504504bc; serial number (B)(6) on one side and catalog number 3504504bc; serial number (B)(6) on the other side. This medwatch report is for the patient¿s left-sided device.